Event description:
Pt c/o pain at infusion site and found small burrs at the needle end. Upon inspection of other needles, she found that they were dull as perhaps they were not polished to remove any imperfections.